Event description:
Per the field clinical specialist (fcs), during a tavr procedure using a sapien 3 ultra valve via transfemoral approach, when the balloon was fully inflated and the valve was fully deployed, the balloon ruptured. The physician was able to pull the balloon out through the esheath without incident, and the patient had no adverse effects. Follow-up with the fcs indicated that the balloon only had a pinhole rupture so it came out easily. It was on the proximal end of the balloon where it interacted with a calcified stj. This is what caused the rupture. The device was discarded at the hospital.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The 23mm commander delivery system was discarded at the hospital. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of balloon burst was unable to be confirmed as the device was not returned and no relevant imagery was provided. Available information suggests patient factors (calcification) likely contributed to the event as the 3mensio report revealed calcification in the sinotubular junction (stj). The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.